Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the outpatient clinical manager (cm) confirmed the patient presented to the emergency room on (B)(6) 2023 with abdominal pain. A peritoneal effluent fluid culture and cell count (requested, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 21 days, ceftazidime 1000 mg daily for 21 days and was discharged home <24 hours later. The patient resumed ccpd therapy following discharge (same cycler) and is recovering from the events. Causality was attributed to a hole discovered on the patient line of the cycler set the patient utilized on (B)(6) 2023. The cm stated the patient is very adept at performing pd therapy, after performing spouse's pd therapy for years.